Event description:
A report was received that during device analysis, it was determined that the leads were fractured and there were broken cables at the bent/kinked location of the lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the lead passed mechanical test performed. Inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts #1, 3, 5 and 7. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the lead passed mechanical test performed. Inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 2 and 7. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site.